Event description:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("the distal portion was in the mucosa. It was left in place.") In a female patient who had essure (ess205) (batch no. 624273) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced embedded device (seriousness criterion medically significant), device breakage ("the medical device was removed and it was noted that the insert was severed, and the distal portion was in the mucosa."), device deployment issue ("final release of implant impossible") and complication of device insertion ("complication of device insertion"). Essure (ess205) treatment was not changed. At the time of the report, the embedded device, device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage, device deployment issue and embedded device with essure (ess205). The reporter commented: no clinical consequences observed for the moment. Further company follow-up with the reporter is not possible. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and during the procedure the final release of implant was impossible, the medical device was removed and it was noted that the insert was severed, and the distal portion was in the mucosa. These events are anticipated in the reference safety information for essure. As the events occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was considered an incident, due to the serious injury reported. Further company follow-up with the reporter is not possible. A product technical analysis is awaited.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by a physician ((B)(6) and describes the occurrence of embedded device ("the distal portion was in the mucosa. It was left in place.") In a female patient who had essure (ess205) (batch no. 624273) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced embedded device (seriousness criterion medically significant), device breakage ("the medical device was removed and it was noted that the insert was severed, and the distal portion was in the mucosa."), device deployment issue ("final release of implant impossible") and complication of device insertion ("complication of device insertion"). Essure (ess205) treatment was not changed. At the time of the report, the embedded device, device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage, device deployment issue and embedded device with essure (ess205). The reporter commented: no clinical consequences observed for the moment. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-oct-2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1803 cases. Bayer is closely monitoring the benefit-risk profile of essure. Embedded device. The analysis in the global safety database revealed 386 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 12-oct-2017: quality safety evaluation, entry of FDA codes, addition of ptc global number reference, addition of batch information (exp and manufacture dates): unable to confirm complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.